Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was not impacted by this event. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the customer administered a manual injection to address bg level, and continued to use the pump for insulin therapy.